Event description:
It was reported that this case was scheduled as bilateral angiogram, lower extremities. The physician gained left femoral access with 6 french sheath and advanced diagnostic catheter into aorta for initial angiogram which showed highly calcified and tortuous iliac arteries, including a 'napkin ring' of calcium in the left common iliac immediately distal to the bifurcation. After multiple images, the physician identified significant disease distal to the popliteal artery and decided to angioplasty the patient's right anterior tibial artery. The lesion was wired with a .014" guide wire. A 90cm support catheter (manufacturer unk) was advanced over the wire, with some difficulty due to the patient's anatomy and presence of calcium. The physician delivered a balloon catheter (manufacturer unk) and pta'ed lesion in at with multiple inflations. After revascularization of at, physician chose to ivos the iliac arteries to determine presence of calcium and the rule out other anatomical anomalies within the iliacs. After discussion of the two available ivus catheter (i.e. Pv018 and eagle eye gold, both volcano catheters), including each the device's necessary wire and device field of view, the physician chose to stay with a .014 system and image the vessel with an eagle eye gold ivus catheter. The ivus catheter was prepped and attached to pim in accordance to the IFU. Physician advanced the catheter through 6f sheath and advanced transducer to patient's right common iliac artery. Live imaging showed normal imaging and function of the ivus catheter. During positioning of the ivus catheter into the area of interest and while the image was being adjusted for gain and field of view-approximately 2 minutes after initial imaging, the image suddenly disappeared. A "connect catheter to pim" message appeared on the imaging system's screen. Multiple attempts at disconnecting an reconnecting the catheter to the pim were made to trouble shoot. The error message remained, and it was decided to remove the ivus catheter and exchange it for another ivus catheter of the same model. Physician had difficulty removing the ivus catheter, and after a few moments stated that it broke off inside the patient. Under angiography, the transducer was visible at the proximal right iliac, below the aortic bifurcation. The proximal end of the catheter was removed, and a separation of the distal end of the catheter was observed. The physician employed a snare device (manufacturer unk) to capture and retrieve the distal portion of the catheter. The physician then removed the wire and sheath and successfully closed the puncture site with an angioseal device. No immediate implications from the device separation were observed, the patient was fine and no further treatments were required. Immediately following the case, the physician stated that he felt the significant amount of calcium present in the iliacs and subsequent catheter/calcium contact may have contributed to the catheter breaking.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer and was received in two separate pieces. The area of separation was in the distal shaft approximately 170mm from the distal end of the catheter thus exposing the microcables, corewire and inner lumen. The inner lumen was damaged in an accordion like shape. A kink in the proximal shaft approximately 15mm from the exit port was also observed. All parts of the device were accounted for including the snared detached part. From the condition of the returned device along with the statement of the complaint, it is reasonably suggested that the catheter met resistance. The force applied to remove the catheter was sufficient to cause the separation. The IFU for this device has the following precautions: protect the catheter tip from impact and excessive force. Do not cut, crease knot or otherwise damage the catheter. When inserting the guidewire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. The catheter should never be forcibly inserted into lumen narrower than the catheter body or force through a tight stenosis. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot.